Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2009 the patient underwent surgery for implant of an unspecified ventralex device. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."